Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. The heater wire had detached from the tip and was bent somewhat. There was some evidence of blood. Based upon this observation, the reported complaint for "heater detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 silicon tip peeled off at the end. The procedure was converted to bridging to complete. There were no other pt effects. The product is returning. Upon receipt of the product on (B)(6) 2011, it was found observed that the silicon boot was intact, however the heater had detached from the tip.